Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found: the tamper seal was broken. The device was in used condition, not in its original packaging, had been decontaminated, and the lcd lens was scratched. Functional testing confirmed the complaint; the cassette would not attach properly. Root cause was attributed to a bad latch lock. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced lcd lens, lcd lens seal, keypad, overlay gray, rear label, latch lock, and latch handle.

Event description:
It was reported that the cassette was not attached properly which was found before infusion. This issue was reported to not be related to physical damage or abuse. There was no patient involvement and no harm/adverse event reported.